Event description:
Additional information received noted that the cause of the event was possible interference from other electronic devices. 2014 (B)(6): continued monitoring. Discussed use of electronic devices near implant. Patient has not reported any impact on therapy or any additional similar events. Signs and symptoms - none. Patient's only concern was what she felt was interference on electrical devices when near the implant. Hospitalization was not required. Patient outcome was noted as no injury.

Event description:
It was reported, the patient¿s internal neurostimulator (ins) had an interaction with a cell phone and computer. It was noted the patient felt static around their ins when their cell phone and laptop computer were near. It was reported the event happened once, two weeks prior to call.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va09c5d, implanted: 2013 (B)(6); product type lead. (B)(4).